Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9154575. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200827262] noted for missing print. See h.10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: consumer reported finding one syringe with missing scale markings from 0-20 could not use. Lot: 9154575; catalog: 328468; date of event: (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: consumer reported finding one syringe with missing scale markings from 0-20 could not use lot: 9154575, catalog: 328468, date of event: (B)(6) 2020.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the syringe was missing scale markings from 0 - 20 units. The returned syringe and exhibited a piece of the barrel broken off ranging from the 0-18 unit markings. A review of the device history record was completed for batch# 9154575. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200827262] noted for missing print. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch was opened for exit jams. The fingers of the gate were worn out. Corrective action: the fingers of the gate were replaced.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: consumer reported finding one syringe with missing scale markings from 0-20 could not use. Lot: 9154575. Catalog: 328468. Date of event: 2020-09-29.